Event description:
It was reported that the patient presented to the emergency room and was admitted due to a suspected cardiac tamponade and pericardial effusion. On (B)(6) 2018, the patient was rushed into the operating room due to the cardiac tamponade which was suspected to be due to a right ventricular lead perforation; the tachy therapies were disabled. The patients chest was opened in order to perform open heart surgery and the right ventricular lead was successfully explanted. The patient was alive post explant. It is unclear if the lead was replaced as attempts to gather additional case/patient information were unsuccessful due to hipaa restrictions. No further information was available.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. A lead tip stiffness test was performed and the lead was found to be within specification.